Manufacturer narrative:
This device was previously reported on manufacturer report number 3007284313-2020-01031, upon further review, the device is deemed to be sent on a separate medwatch the review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. On an unknown date, a follow-up CT imaging showed a proximal type I endoleak and a distal type I endoleak of the left limb. On (B)(6) 2020, a reintervention was performed. A stent graft (cuff, endurant) was implanted proximal of a trunk ipsilateral leg endoprosthesis. Two contralateral leg endoprosthesis was implanted from the bifurcation of the trunk ipsilateral leg endoprosthesis to the left external iliac artery (the left internal iliac artery was embolized). The patient tolerated the procedure.